Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
As reported, the lcd screen of the autopulse platform (sn (B)(6) had a dark burn, which made the displayed text partially unreadable. The exact time the problem occurred is unknown. However, patient use information was requested but no additional information was provided.